Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 3.00 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found damage. Stent struts in the very proximal region were lifted from the crimped stent position and pulled distally. The undamaged crimped stent outer diameter was measured using snap gauge and the result was 0.0395 this is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink located 2mm distal from distal end of strain relief - this occurred as a result of the lab technician handling while taking photos of the hub region. A visual and tactile examination of the hub/manifold found a hard, plastic-like material stuck inside the hub occluding the connection. An attempt was made to remove the plastic- like material however it was stuck in the hub cavity and could not be removed. Scratches visible at the neck of the hub area. At the lip/ edge of the hub connection is damaged. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15mar2021. It was reported that device incompatibility was encountered. A 3.00 x 16mm synergy xd drug-eluting stent was selected for use. However, when the stent air removal was performed, the tip of a non-bsc syringe got bent. The procedure as completed with another of same device. No patient complications were reported. However, device analysis revealed stent damage.